Event description:
This ra lead was implanted on (B)(6) 2005 and was explantedon (B)(6) 2012 due to impedance. Measurement was 250-300. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).